Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor and an error message (sf131) related to the main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined sf179 was due to a super capacitor electrolyte leak and sf131 was due to false activation caused by a sudden change in flow or temperature during disconnection. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor and an error message (sf131) related to the main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.